Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that during the port-a-catheter explantation procedure, it was determined that the catheter had been torn off. The catheter fragment had to be removed through the groin during a follow-up surgical procedure. There was patient involvement, and there was no delay in therapy.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
One used device of lot # 4405023 was received for evaluation. The device history record of reported lot 4405023 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. As received, the catheter tubing is torn from the base of the catheter. The customer reported issue was confirmed. The probable cause based on analysis of eight investigation tracks is that catheter breakage root cause is incorrect placement/implantation of catheter and or consequence of a person's anatomy. Incorrect placement/implantation may lead to increased risk of breakage.